Manufacturer narrative:
Correction information was provided in h.8. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, the surgeon noticed the lens failed to deploy. The procedure was completed on same day. Additional information was requested, and received stating that there has been issue with the inserter and it had been replaced. There was no patient contact, and the lens was replaced with same model and diopter company lens.